Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a tka and exchanged a 9mm ps tibial insert with an 11mm ps insert. Patient required revision surgery for a painful knee.